Manufacturer narrative:
Pentax model epk-3000 is classified as import for export, therefore 510k is not applicable. We do have similar model epk-3000-us that is distributed in the USA with 510k k172156. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an issue that was observed in the operating room, before use in the apac region where an "aux lamp is on" involving pentax medical video processor model epk-3000, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The engineer changed the lamp and lamp power supply unit. On 12-aug-2021, a device history record(DHR) review for epk-3000, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at the (B)(4) facility on 07-may-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 07-may-2020.